Event description:
It was reported that during a da vinci-assisted surgical procedure that the end of the monopolar curved scissors (mcs) instrument was blocked, making it impossible to remove. The customer was unable to use the instrument release key to release the instrument. The instrument was removed together with the trocar. The procedure was being completed as planned, with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: no additional incisions were made to remove the instrument. The instrument had no missing parts from the section that entered the patient's body. The instrument showed physical damage, but that did not result in a fragment becoming lodged inside of the patient's body. The incident occurred during a hysterectomy surgical procedure. The surgery was prolonged by approximately 35 minutes as a result of this issue. The surgical procedure lasted 5 hours. The patient was under anesthesia at the time of the incident. There were no intraoperative or postoperative complications due to this delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.